Manufacturer narrative:
Analysis of the pump on 2018-sep-19 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer with no further information provided regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for intractable spasticity and multiple sclerosis. No patient symptom was reported. No complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via (B)(4). It was noted that as per a physician, the patient¿s race was white, and their height was 73 inches. The patient started receiving lioresal on (B)(6) 2002. The indication for use regarding lioresal was spasticity from multiple sclerosis. The lot number of lioresal was unknown. The patient was indicated as having expired on (B)(6) 2018 from complications related to multiple sclerosis. Regarding dates and results of medical evaluations, it was indicated as having been unknown. It was indicated that the patient received hospice care and the healthcare provider did not manage the patient¿s health around the time of their death. Dates and details of any treatments rendered as a result of the event was indicated as having been not applicable. The patient¿s medical history included long standing multiple sclerosis with spastic paraplegia. Concomitant medic ations / supplements the patient was taking at the time of the event was unknown besides lioresal intrathecal (was in hospice care). Regarding if the patient was hospitalized or if prolonged hospitalization occurred, it was indicated as having been not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). The pump and catheter were explanted in (B)(6) 2018 (month and year known only). Regarding the reason for the pump and catheter explant and if there was a device issue, patient therapy issue, procedure issue, etc., it was noted that the patient was deceased from issues not related to the intrathecal baclofen. As per the manufacturer¿s device registry, the date of the patient¿s death was (B)(6) 2018. The patient¿s weight was provided.

Manufacturer narrative:
Update/correction: it was previously reported that analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. The analysis finding has since been updated/corrected. On 2018-oct-12, analysis instead revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to gear wheel number 3 (not due to the shaft bearing as previously reported). During destructive analysis a single corroded tooth was found missing on gear wheel number three. If information is provided in the future, a supplemental report will be issued.